Event description:
It was reported that, during the implant procedure, the shock impedance was greater than 200 ohms. The patient is large so the doctor re-tunneled the electrode site and got a shock impedance of 200 ohms. The final impedance was 120 ohms. The doctor suspects the tunneling may have had an impact on the impedance. The system was successfully implanted. There were no adverse patient effects.